Event description:
It was reported that the patient had an inappropriate shock post implant due to oversensing of noise via air bubbles. An x-ray was done, and air in the pocket was confirmed. The device sensing vector was then reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.